Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: new bag of bivalirudin was hung with a dual sign-off. A few hours later, pump alarmed that it needed more volume, rn (registered nurse) thought they changed the vtbi (volume to be infused) to be 200 ml. At 1500 hours the bivalirudin pump alarmed that the infusion was near its end, it was noted at this time that the pump rate was set to 200 ml/hr. Vtbi and ml/hr (milliliters per hour) are located on top of each other on the screen and can be easily mistaken. Ml/hr can be manipulated despite this being a medication that is weight based dosing. Pt (patient) received large dose of bibalirudin in short about of time, dialysis completed per poison control and heat CT confirmed new brain bleed.